Manufacturer narrative:
H6 medical device problem code: 2017, failure to follow steps / instructions. The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. Reportedly, the 8.0x80mm absolute pro self-expanding stent system (sess) was advanced to the target lesion over an asahi gladius 0.018-inch guide wire however the stent was not able to fully deploy using the thumbwheel. It should be noted the absolute pro .035 peripheral self-expanding stent system instructions for use (IFU) states: use a 0.035¿ (0.89 mm) diameter guide wire with the absolute pro .035 peripheral self-expanding stent system. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. The deviation of the IFU appears to have caused/contributed to the reported difficulties. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to deviation of the instructions for use as it is likely that use of the undersized 0.018¿ guide wire resulted in the device becoming bent in the anatomy preventing the shaft lumens from moving freely; thus resulting in the reported thumbwheel mechanical jam and the reported activation/deployment failure. As reported, the sheath was manually retracted to fully deploy the stent in the target lesion. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the iliac artery. The 8.0x80mm absolute pro self expanding stent system (sess) was advanced to the target lesion over a 0.018inch non-abbott guide wire however the stent was not able to fully deploy using the thumbwheel. The sheath was manually retracted to fully deploy the stent in the target lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.